Manufacturer narrative:
The monopolar curved scissor (mcs) tip cover accessory has not been returned for evaluation; therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the mcs tip cover accessory reportedly fell off of the mcs instrument and into the patient. The mcs tip cover accessory was retrieved during the same procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. Implant date is blank because the product is not implantable.

Event description:
On (B)(6) 2020, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating the following: "during a da vinci assisted donor nephrectomy procedure, the monopolar curved scissor tip came off in the patient. When the instrument that was being used was removed, as soon as it was pulled out, it was noticed that the tip cover was no longer in the instrument. It was sitting directly below the trocar and was removed immediately, then replaced with a new tip cover. The possible issue may be the angle of removal through the trocar." There no allegation of patient injury as a result of the reported issue. It was reported that this event occurred in (B)(6) 2019. The actual event date is unknown. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.